Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which determined that the device stopped rotating after ten seconds and displayed an e5 (software generated message on the console indicating fault in handpiece) error code. During service/repair, it was determined that the motor was worn out. It was determined that the issues were consistent with normal wear. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Concomitant medical products and therapy dates: burr device, attachment devices, speed control device, (B)(6) 2018. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, while burring the posterior femur, it was discovered that the burr device stopped spinning while being used together with the motor and attachment device. It was further reported that the motor device came off and on randomly, but the surgeon stated that something was wrong. According to the reporter, they switched to a speed control device; however, the burr was still not spinning as expected. The reporter stated that they noticed an intermittent e6 (handpiece overheat warning) error code displayed on device panel. The drill was unplugged and plugged back in; however, the device still did not work. A new tray was opened and used to complete the surgery. There was a delay in the surgical procedure. However, the duration of the delay was unknown. It was further reported that the water at the facility site was very hard and had lots of sediment in it. The reporter further stated that they had noticed an increased amount of sediment deposits on the sterile packaging, and in and on the trays (and on other trays). However, they were unsure if that could affect the gears in the handpiece. The reporter stated that they communicated with the sterile processing department (spd) regularly and it was mentioned that they put instrument milk on the gears after every procedure prior to sterilization. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.